Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system red 68 reperfusion catheter (red68). The physician was performing the first pass using the red68 and observed damage. Upon removal of the red68, the physician observed that it was kinked near the mid to distal length. Therefore, the red68 was no longer used. The procedure was completed using a penumbra system red 72 reperfusion catheter (red72) and a non-penumbra microcatheter (solitaire). There was no report of an adverse effect to the patient. This device is within scope of lots identified in a voluntary recall initiated june 3, 2026.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.